Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. Reportedly, the charging supplies were able to successfully charge another device. Subsequently, the pump battery fully depleted and the pump shut off. The customer¿s blood glucose was 580 (mg/dl) and a manual injection was administered. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.